Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: ifuse implant, p/n 7045-90, lot# i0910, manufactured 02/17/14, expires 2019-02, (B)(4). Ifuse implant, p/n 7040-90, lot# i0a23, manufactured 06/06/14, expires 2019-06, (B)(4). Ifuse implant, p/n 7055-90, lot# i0a24, manufactured 06/02/14, expires 2019-06, (B)(4).

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient had some initial pain relief but it never completely resolved. The surgeon determined that the second implant may have been too close to the s1 neuroforamen. In (B)(6) 2015, the surgeon performed a revision surgery where he retracted the second implant on the right side approximately two millimeters to alleviate any possible impingement on the neuroforamen. No implants were removed. The status of the patient following the revision surgery is not yet known.